Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for cancer chemotherapy indications for use. It was reported that  they had magnetic resonance imaging (MRI) today and were told that someone would be their post MRI to check the pump. The patient stated that no one showed up and they had been calling the medtronic representative who had been telling them that someone would be there in another 20 minutes. They connected to the pump and delivered a bolus even though they 'didn't want to' and then a 'red light' came on and then saw a message that said "100"(motor stall). The patient stated that the rep is now there, and the patient disconnected the call.